Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the plunger was removed out of sequence¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use lists the details of the deployment sequence of the device. Deploy the foot by lifting the lever on top of the handle (marked #1) and then deploy the needles by pushing on the plunger assembly (marked #2). The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after the lever was lifted to deploy the foot the plunger was not depressed, instead the plunger was removed. No suture was present when the plunger was removed out of sequence. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.